Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 36mm in diameter thoracic aortic acute 250mm long dissection. Upon angiogram completion there was no retrograde type a dissection seen. There was no retrograde type a dissection seen on the postoperative CT either. However, the patient was very non-compliant for follow up. It was reported that the patient came in 30 days later complaining of back and chest pain. The CT operating surgeon stated that it is unsure if it was the bare springs that caused the dissection or the type a dissection itself that the patient was treated for. The physician performed an open repair explanted the stent graft. The physician successfully completed the procedure and the patient is doing well. The physician stated that the event was related to both the device and the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).